Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital retained.

Event description:
Dr. (B)(6). Was screwing in a torx screw in a tritanium cup when the tip of the screwdriver broke off in the screw.

Manufacturer narrative:
Device was returned. An event regarding a fractured hexalobular screwdriver tip from a trident driver shaft was reported. The event was confirmed. Device evaluation and results: a visual inspection of the returned devices noted that the devices were returned in used condition. It was observed that the hexalobular tip of screwdriver was broken off. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 02 other event for the lot referenced. Conclusions: the reported event was confirmed as per visual inspection of the returned device which shows that the hexalobular tip of screwdriver was fractured. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. An investigation was performed to look into reports of fractured trident driver tips. The investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. An ecn was implemented on may 6, 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent of the driver tip is to deform rather than to deform and/or break the screw (implant).

Event description:
Dr. (B)(6) was screwing in a torx screw in a tritanium cup when the tip of the screwdriver broke off in the screw.